Event description:
Dealer alleges customer was sitting in the lift chair when the kd brakcets / bolts broke off and the back of the chair fell off.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Event description:
Dealer alleges customer was sitting in the lift chair when the kd brakcets / bolts broke off and the back of the chair fell off.

Manufacturer narrative:
Inspection of failed t-nut revealed evidence of improper insertion and susbsequent loosening of the kd brackets and breakage of the mounting hardware which led to the back of the chair falling off.